Event description:
Event or problem reported updates: further communication with olympus customer representative greg curtis endotherapy territory manager conveyed the following information: the needle broke inside the sheath and did not fall into the patient, no need to retrieve . The failure occurred during the first fine needle aspiration sample collection. Procedure was endoscopic bronchial ultrasound- ebus. Procedure completed using a second na-u401sx-4021 needle. No harm to patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Device evaluation found the following : the insert near the hard part was buckled and the stylet was not returned. The area around the tip of the sheath was scraped. There was no deformation or damage to the operation part. There was no deformation or damage to the needle tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause cannot be conclusively identified. Based on the results of the investigation and from the photo of the subject device provided, the event, phenomenon pointed out (needle breakage) could not be confirmed. It was assumed that buckling near the hard part was caused by the following factors, however, the cause could not be identified. ·when removing from the tray, a bending load was applied to the needle tube. ·during the pre-use inspection, a bending load was applied to the needle tube. ·when inserting into the endoscope, a bending load was applied to the needle tube. It is considered that the scraping near the tip of the sheath was caused by forcible insertion and removal such as when the angle of the endoscope was tight, but the load was applied to the tip of the sheath, however, the cause could not be identified. Review of the instruction manual, the following caution regarding the description related to this event was provided. When inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported to olympus, the needle fell apart when taking a sample, during a therapeutic procedure on an unknown date. The procedure was completed using another needle. No patient harm or injury reported.